Event description:
Rptr purchased a package of 24 sanitary napkins. One of the napkins was full of fluid. The napkins are individually wrapped in a small plastic container. Rptr used the other 19 napkins with no adverse effect. Rptr did not want to report the problem to the kotex help line.